Event description:
It was reported that infusion set cannula was not deployed into body on (B)(6) 2026. The patient had high blood glucose level which was treated with correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.